Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated the toothbrush broke while their son was brushing. The brush became detached from the holder. No injury was reported.